Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned in segments and analyzed. No anomalies were found. The defibrillation conductor was distorted. There was blood/body fluid (not obstructed) on all conductors. There was also blood/body fluid (not obstructed) on the defibrillation conductor. There was blood/body fluid and cosmetic environmental stress cracking on the outer tubing overlay. The outer insulation was breached cut. It was also noted the tines/lobes were cut. Visual analysis determined there was apparent explant damage. Da was required to verify continuity testing and complete analysis, all readings passed; in the process of handling the distal conductor 3 filars broke at 56cm in the lab. It cannot be determined at this time how the blood entered the svc leg.

Event description:
It was reported that the patient was shocked inappropriately. It was also reported that the right ventricular (rv) lead had t-wave oversensing. The sensitivity of the rv lead was decreased which resolved the oversensing. The physician elected to explant and replace the lead. No further patient complications have been reported as a result of this event.